Event description:
It was reported that the patient will have a replacement of an inflatable penile prosthesis(ipp) device due to fluid loss in the reservoir and the cylinder failing to inflate. A patient outcome of stable was reported.